Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) on (B)(6) 2021 due to a blood glucose level of approximately 389 mg/dl to displayed as "high" on cgm. Cause was unknown, however, the customer suspected that a change in medication (metformin dosage lowered) could have attributed to the elevated bg. The customer was treated with a correction bolus and intravenously with saline and insulin. System check with tandem technical support confirmed that the pump and supplies were functioning as intended. Reportedly, the customer was released the next day with no permanent damage.